Event description:
It was reported that patient presented to the clinic during following showing post-paced t wave oversensing on the ventricular channel. Patient was symptomatic with fatigue. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.